Manufacturer narrative:
The t:slim x2 pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received intermittent, multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) levels were 200 and 223 mg/dl range. Troubleshooting with tandem customer technical services determined the pump functioned as intended and the infusion tubing was the location of the occlusion. However, the customer reported had used apidra to fill the cartridge.